Manufacturer narrative:
The fse was dispatched to evaluate the unit. The fse reported replacing compressor scroll to resolve overheating alarm. Moreover, safety disk was replaced due to cycles. Completed product inspection per customer or manufacturer requirements. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during use cardiosave intra aortic balloon pump (iabp) malfunctioned. Overheating alarm occured. No patient was harm and injury.